Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/22/2018 for evaluation. Performed visual test and passed. The receiver will boot and charge. The receiver down load review showed multiple screen out of range alarms in the log. The receiver functional test passed. Performed 2-hour calibration and pairing test and device passed. The reported event of a loss of connection was confirmed. The probable root cause could not be determined.